Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that after a standard trans-epithelial photo refractive keratectomy (prk) procedure, it was noticed that the patient's vision did not adjust as planned. The patient remained spherically overcorrected. The laser has been in normal operation since and there have been no deviations. Cool sterile ophthalmic solution was used before the procedure. A cytotoxic drug was used for about 30 seconds and then there was a pause after epithelial removal. The laser worked perfectly before and after this patient. No user error was found. New information was received. The refraction has improved a bit but the cornea is still in the healing process and still somewhat cloudy and topographically unstable. The patient will be seen for a follow up visit. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. According to logfile review by company tech support, the system performed as expected on date of event, no errors were found and device met specifications. No technical root cause was identified as the product was found to be within specifications and device worked as intended. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The patient did not attend the last two check up appointments scheduled. The patient does not respond to facility contacting and a letter was received from a lawyer with corresponding demands. The facility does not know the current status of the patient.